Event description:
The original magnet was placed back into the magnet socket under a general anaesthetic.

Manufacturer narrative:
This report is filed on february 6, 2020.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI. The implanted device remains. The plan is for the patient to be contacted by his scheduler for the procedure to address the displaced magnet as nothing is yet scheduled as of the time of this report.